Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. The retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. Lot meets release specification. An improper technique was identified in the complaint. This could not be ruled out as a cause of the unexpected results. The patient was reported to have a hematocrit outside of the validated range for the product. This cannot be ruled out as a cause of the unexpected results. Root cause is unable to be determined from the information provided.

Event description:
The caller alleged a result variance between two (2) inratio inr results. Results are as follows: date: (B)(6) 2015; inratio inr: 1.9 and 3.5. Therapeutic range: 2.0 - 3.0. The time between testing was five (5) minutes. Reportedly, improper technique was performed by adding multiple drops of blood to the sample well. Additionally, the patient reported that the hematocrit was not in a validate range. Patient is anemic and had a hemoglobin of 6.5 on (B)(6) 2015. There was no reported adverse patient sequela. There was no additional information provided.